Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned with the lead. Using a stylet sample to test, there was found dried blood inside the coil lumen which made it difficult to advance the stylet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the stylet was no longer able to pass the lumen of the right ventricular (rv) lead after several reposition attempts. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.